Event description:
It was reported that a patient with an exeter implant had pain, but without history of trauma. X-ray revealed exeter stem proximal fracture. During the revision surgery, it was noticed that the proximal piece of the broken stem was free and the distal part was fixed into the cement mantle. The surgeon stated that the x-ray on june 2005 revealed a line with radiolucent at zone 7 (gruen).